Manufacturer narrative:
Lead and device remian implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of electrogram (egm), the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed oversensing with pacing inhibition resulting in asystole for more then two seconds. Patient is noted as pacer dependent. There was also evidence that the patient had also received inappropriate anti-tachycardia pacing (atp) found during the review of the electrogram (egm) . There were no additional adverse patient effects reported. The local sales representative has been contacted for additional information.

Event description:
--

Manufacturer narrative:
Additional information was received that the sensitivity was decreased and a non-invasive programmed stimulation (nips) stimulation procedure was performed to prove the efficacy of the device during ventricular arrhythmia's. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.